Manufacturer narrative:
Product complaint#: (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 17 aug 2018 (B)(4) has been re-opened under (B)(4) due to receipt of ppf and sticker sheets. In addition to what previously alleged, ppf alleges fracture component and loosening of stem. Added account name, law firm, date of revision, date of birth and age of patient. Also added unknown stem and unknown hip implant has been added to captured the allegation of a fracture as its unknown where the fracture was. If/when more information is received, the pc will be updated as needed. Corrected date of event. Doi: (B)(6) 2005. Dor: (B)(6) 2011. Right hip.